Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been exposed to pool water. They noticed that the display looked different. They inserted a new battery and received an unexpected alarm. It was noted that the insulin pump had belonged to another owner who was deceased. The customer stated they were using the insulin pump because their old one was not working anymore. The customer¿s blood glucose level was unknown. Troubleshooting was not completed because the customer was suffering from a chronic cough disorder. The device will not be returned for analysis.